Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-18720-16 screw head sheared off when placed into the bone under power, screw body was unable to be removed. And an unknown part t6 connect driver, the head of the driver twisted. This was discovered during a case, device broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.